Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that "one of our fusion machines has been struggling to display the magnet." All of the ports on the axiem worked. The trackers were cutting in and out on the cross hairs when positioning the emitter. There seemed to be a correlation with cord straightening versus emitter placement. There was no patient present.